Event description:
Patient experienced a low reading of 33 on (B)(6) 2019 at 4am. Patients husband attempted to wake the patient up and when patient did not he called the paramedics. Paramedics administered glucose gel, oj and peanut butter at home and the patient recovered with the oral carbohydrate patient did not go to the hospital for the hypoglycemic event.